Manufacturer narrative:
The device was received for evaluation. During functional flow accuracy testing, the device was found to deliver within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a flow accuracy issue. The pump "acted like it was infusing but no fluid was delivered". This occurred during delivery in the specialty infusion area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.